Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported : error : tubing set not recognized, keep flow dial closed. No patient harm reported nor any stopping of an infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. The device was able to complete multiple mock infusions without issues. Once reverted to manufacturing mode the pump failed set ID functional testing. No additional damage or fault was identified.